Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
End of service (eos) was detected on (B)(6) 2026. Device battery status on (B)(6) 2026 indicated mos2 with 28 percent remaining. Diagnostic counters on hmsc recorded 26 shocks on (B)(6) 2026. Per the clinician, the patient passed away on (B)(6) 2026. Should additional information be received, this file will be updated.